Event description:
Paid (B)(6) to dr (B)(6) md in (B)(6) for 10 sculptra butt injections which provided absolutely no results like his (B)(6) videos promised (he has since taken the videos down because I have been composing to the maker of the product that this is false advertising of a pharmaceutical product!!) Neither the dr or the company will give me my (B)(6) back because it's "FDA" approved. False and misleading advertising. Scamming women out of money with false hopes. Contacted a real plastic surgeon and he told me he knows the injections don't work and I should get my money back also dr (B)(6) diluted the s ultra with another product promising better results. I saw nothing. This is more than half the price of a brazilian butt lift too. The manufacturing company blames him and he blames me for signing his agreement paper which I guess the very small print claims it may not work. Get this product off the market for this reason (butt enhancement) it's placebo and it's making many women spend their hard earned money with no results. I'm contacting an attorney if I do not get my money back! It's a scam. It's fraud and you as the FDA are supposed to protect us as us citizens. Please contact me because the manufacturer will not step up to the plate and give me my money back for this placebo drug. Adventis dermatology. FDA safety report ID # (B)(4).